Event description:
Event description guidant received information that this implantable congestive heart failure generator was emitting tones every day. These tones did not occur at the same time each day. Technical services (ts) discussed possibilities for the tones, and recommended having the device interrogated by the patient's primary physician. The device has been in service for approximately 3 months.